Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26573. It was reported the patient was experiencing his stimulation auto-reducing. Lead diagnostics showed multiple high impedances. Reprogramming did not resolve the issue. Follow up information identified the leads are fractured and surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26573. Follow up information identified the patient underwent surgical intervention to remove and replace both leads. In addition, the physician electively replaced the ipg. The patient is receiving effective stimulation.